Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and transvenous defibrillation had experienced possible oversensing. Interrogation of the ICD revealed one episode where the shocking lead impedance measured less than 10 ohms. An invasive procedure was performed and the physician elected to replace the device and lead.